Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove from guide wire and reported shaft separation were confirmed. The reported difficult to position was not tested due to the condition of the device. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database revealed that no other incidents were reported for this lot. There is no indication of a product deficiency based on the information reviewed.

Event description:
It was reported that the xience prime stent delivery system (sds) met resistance when it was advanced over the guide wire. The stent was successfully deployed at the proximal left anterior descending coronary artery target lesion, but the sds was unable to be removed from the guide wire. The sds and guide wire were removed together as a single unit. After removal from the body, outside the anatomy, the sds was being removed from the guidewire when the sds shaft separated at the notch. There were no adverse patient effects reported and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.